Event description:
Allegedly the tip of the screwdriver broke off while engaging the screw. The fragment remains in the patient.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images were made.